Manufacturer narrative:
Pump passed the active current measurement, rewind test, prime/seating test, basic occlusion test and force sensor test. However, pump unable to perform the displacement test and occlusion test due to missing retainer. Detailed trace analysis confirmed power error alarm 25 was triggered when backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance (j6 pcb1). After disconnecting and reconnecting the internal battery connector at j6 pcba 1. Pump was monitored and functioned properly. Pump received with a high sleep current measurement and pump error 63 alarm during self test, problem isolated to the keypad assembly. Pump received with scratched case, pillowing keypad overlay and minors scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a power error alarm after troubleshooting had previously been completed. Blood glucose level at the time ofh the incident was 185 mg/dl.